Manufacturer narrative:
The reported events of lead dislodgement and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. The lead was returned with the helix retracted and clogged with blood. Final analysis did not find any anomalies except for over-torqued inner coil at the connector region consistent with procedural damage. No other anomalies were detected.

Event description:
It was reported that the patient presented for pulse generator implant procedure. During the procedure, the atrial lead was noted to dislodge after fixation. Following the dislodgement, the atrial lead exhibited high pacing impedance. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.